Manufacturer narrative:
H6: omitted e2328 per a review of the complaint file.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
38-year-old male patient treated with impella cp due to acute myocardial infarction complicated by cardiogenic shock. Patient had witnessed arrest in the field and cardiopulmonary resuscitation was initiated with return of spontaneous circulation. Access via right femoral artery with micropuncture. During insertion hcp decided due to potential risk for bleeding to leave the peel away sheath in, which is against company recommendation. First day of support lab values showed hemolysis and p level were turned down, volume was given and pump was repositioned under echo guidance. Day two of support bilateral pulses were lost and removing impella was discussed. Decision was taken against pump removal as support was still necessary. Coded for arterial occlusion and temporary impairment as not further information were shared. Patient also on day two of support experienced ventricular fibrillation - which had previously happened before being admitted to the hospital. Conservatively coded here for ventricular fibrillation as well, even though status was present before impella therapy - also coded on resuscitation as patient had to be shocked and was in sinus tachycardia. Patient had CT scan showing concerns of anoxia. Family of patient opted to withdraw care on day four of support due to neurological status from out of hospital cardiac arrest.

Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected. Section d4 serial number was corrected.

Manufacturer narrative:
Section d4. Primary UDI number has been updated.